Event description:
It was reported that patient underwent a right knee revision surgery due to unknown reason approximately seven years nine months from initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - oxf twin-peg cmntd fem sm PMA, item# 161468, lot# 924810; oxf anat brg rt sm size 5 PMA, item# 159570, lot# 439320. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00202; 3002806535 - 2023 - 00204. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.